Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A biomedical technician (biomed) at a user facility reported that the ultrafiltration (uf) goal on a fresenius 2008k2 machine changed during a patient's hemodialysis (hd) treatment. The machine was programed to an ultrafiltration (uf) rate of 500 ml/hr, however, defaulted to a uf rate of 3000 ml/hr after the treatment clock ended. The uf was not turned off at all during the treatment and the up/down arrow keys were not used to adjust the rate. The machine was pulled for testing after the completion of the patient¿s treatment. The biomed reported that two simulated treatments, each our hours in length, were run and the uf rate did not default or change at all. The biomed suspects that it was an operator issue. No machine repairs were made and the machine was placed back in service without reoccurrence of the reported event. The patient was able to complete treatment on the machine without adverse events, injuries, or medical intervention as a result of the reported event. The biomed confirmed that the correct amount of fluid was removed from the patient and that there were no discrepancies in the amount of uf removed. Additional patient information was not provided. The serial number of the machine was requested, however, was not available. No parts are being returned to the manufacturer for physical evaluation.